Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# serial# unknown, product type: screening device. Product ID 309201 lot# serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient stated that their device became unplugged twice. They were able to reattached and everything is working properly. The patient later stated that they accidentally pulled a wire out when they pulled their underwear down. They had their spouse put it back in and it appears to be working correctly now. They also stated that the bandage came completely off and their spouse replaced the bandage as well.